Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was in intensive care unit with a diabetic ketoacidosis. Prior to her hospitalization she was vomiting, sweating, and receiving recurring no delivery alarms. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 393 mg/dl. The customer previously experienced a low blood glucose level of 40 mg/dl. The device was not returned.